Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: cook ksaw 6 fr shuttle select hc; embolic protection: emobshield nav6. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily tortuous, heavily calcified, left internal carotid artery, the acculink stent delivery system was advanced with resistance through the non-abbott 6 fr sheath to the target lesion. It was noted during deployment that the stent jumped about 10mm distal, higher than intended but still adequately covered the target lesion. No additional stent or intervention was performed. The emboshield nav6 was used for embolic protection without any issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.